Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the lead revealed that the electrical test to measure the insulation between inner and outer coils was lower than expected in the proximal section of the lead. A superficial cut was identified on the inner tube at the proximal portion of the lead and explains some abnormal electrical measurements obtained during investigation. However, this finding does not correlate with the reported event, which involved an increase in both impedance and capture threshold. The reported event is most likely associated to insufficient lead fixation to the ventricle, potentially resulting in a lead dislodgement. Inadequate anchoring may have led to poor contact with the myocardial tissue, which could explain the observed parameter changes shortly after implantation. This investigation will be retained and used for trending purposes. Please refer to the attached report.

Event description:
Reportedly, after the implantation, the impedance was 2600 ohms, and the threshold was 1.25v. The implant measurement showed an impedance of 1200 ohms and a threshold of 0.5v. The following day, the lead was repositioned, but despite multiple measurements, the impedance and threshold remained high.

Event description:
Reportedly, after the implantation, the impedance was 2600 ohms, and the threshold was 1.25v. The implant measurement showed an impedance of 1200 ohms and a threshold of 0.5v. The following day, the lead was repositioned, but despite multiple measurements, the impedance and threshold remained high.

Manufacturer narrative:
Analysis synthesis: review of the quality documents confirmed that the lead was manufactured and approved in accordance with accepted standards. Analysis of the lead revealed that the electrical test to measure the insulation between inner and outer coils was lower than expected in the proximal section of the lead. A superficial cut was identified on the inner tube at the proximal portion of the lead and explains some abnormal electrical measurements obtained during investigation. However, this finding does not correlate with the reported event, which involved an increase in both impedance and capture threshold. The reported event is most likely associated to insufficient lead fixation to the ventricle, potentially resulting in a lead dislodgement. Inadequate anchoring may have led to poor contact with the myocardial tissue, which could explain the observed parameter changes shortly after implantation. This investigation will be retained and used for trending purposes. Correction of the device serial number. The correct one is indicated in this report.

Event description:
Reportedly, after the implantation, the impedance was 2600 ohms, and the threshold was 1.25v. The implant measurement showed an impedance of 1200 ohms and a threshold of 0.5v. The following day, the lead was repositioned, but despite multiple measurements, the impedance and threshold remained high.

Manufacturer narrative:
This report solely addresses a correction to the previously submitted follow-up 2 report. An error was identified in section g.3 ¿ date received by manufacturer. The date was incorrectly reported as 17 june 2025, which was the same as in follow-up 1. The correct date of receipt by the manufacturer should have been 21 july 2025. This correction does not impact the clinical assessment or conclusions of the event. This correction was identified on 5 september 2025, which is the date entered in section g.3 for this follow-up report (f-up 3), as it represents the latest information received that triggered this submission.

Event description:
Reportedly, after the implantation, the impedance was 2600 ohms, and the threshold was 1.25v. The implant measurement showed an impedance of 1200 ohms and a threshold of 0.5v. The following day, the lead was repositioned, but despite multiple measurements, the impedance and threshold remained high.